Manufacturer narrative:
Per tandem¿s t:flex user guide: ¿only use humalog or novolog u-100 insulin, as any lesser or greater concentration can result in serious health consequences. Only humalog and novolog have been tested by tandem diabetes care, inc., and found to be compatible for use in the t:flex system. It is not intended for use with any other delivery substance.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Customer¿s blood glucose (bg) level was 542 mg/dl. A correction bolus was delivered to address bg. A system check confirmed that the pump and cartridge functioned as intended. The occlusion was located in the infusion set with a potential cause of inflammation or scar tissue. Customer changed infusion set to address the issue and insulin delivery was able to be resumed. Reportedly, the customer was using u-500 insulin within the cartridges. Tandem technical support advised the customer against using off label insulin with the pump.